Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead body. In particular between 51 cm and 53 cm distal to the is-1 connector pin the insulation was found rubbed through from the outside. The conductor cable to the rv shock coil was found exposed in this region as reported in the complaint description. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress due to constant friction against a feature of the heart or another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. Additionally approx. 26.5 cm distal to the is-1 connector pin the lead body was found squeezed and deformed. Due to the location and type of damage, analysis determined it was likely caused by entrapment in the clavicle first-rib region. During further analysis, the conductor cable to the rv shock coil was found pulled out of the welding point in the df-1 connector. This finding most likely caused the clinical observation of intraoperatively increased shock impedance >150 ohms. The characteristics of the damage in combination with the reported sequence implies that this damage most likely occurred during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of approx. 55 months, elevated shock impedance values > 150 ohm were reported, after the lead had been connected to a new ICD during the replacement procedure. A possible insulation damage of the lead was suspected. The lead was explanted and returned to biotronik. No adverse patient side effects have been reported.